Event description:
Affiliate reported that after implantation, over drainage was noted. Then, it was found through x-ray that the pressure had changed from 100mmh2o and 70mmh2o automatically. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.